Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the chipped light guide lens, the cause was traced to problems caused by either excessive or inadequate physical force exerted on it by another object, resulting in problems like wear, bending, deformation, fracture, or fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited a chipped light guide lens. There was no patient involvement.